Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has triggered high, out of range shock impedances at several times. No noise was noted on stored and presenting electrograms. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has triggered high, out of range shock impedances at several times. No noise was noted on stored and presenting electrograms. The system remains in service. No adverse patient effects were reported.